Event description:
It was reported that the lead was oversensing. The lead was explanted and replaced. No patient complications were reported as a result of this event. It was further reported that the lead subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis revealed that there was intermittency between the pin and the capon the is-1 connector. It was also noted that the defibrillation conductor was distorted, there was wear on the proximal conductor, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, and there was blood in/on the helix/lobe mechanism.